Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 06/26/2014, belt 02/23/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received two inappropriate treatments in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The patient was in sinus bradycardia at 20 bpm, which slowed to 10 bpm before degrading to asystole from 05:14:03 to 05:18:49 on (B)(6) 2021. The patient received the first inappropriate treatment at 09:07:06. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient received the second inappropriate treatment at 09:07:47. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient was in asystole with CPR/motion artifact at the time of the electrode belt disconnection at 09:09:35 on (B)(6) 2021. It was not reported who disconnected the electrode belt.